Event description:
It was reported that the "unit will power on but will not heat up". No patient involvement reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. The unit failed the temperature display accuracy test as it did not recognize the temperature probes and did not display the appropriate temperature values. The unit was opened to inspect the temperature probe harness and temperature probe port. It was observed that harness (temperature probe harness) was disconnected from the user interface board. The harness was reconnected and the test was attempted again. This time, the neptune displayed the correct temperatures and properly alarmed in the high temperature scenario. In an attempt to replicate the reported complaint, the unit was prepared for the functional bench test where water, an adult breathing circuit (880-36kit), 2-3 lpm of air flow, and a 382-10 concha smart water column are connected to the unit for a real time operational scenario. In addition to the named test parameters the neptune operational values were set as follows: temperature was set at 37 c, mode was invasive, full rainout on the moisture scale. The neptune was turned on, values set. The unit successfully negotiated all pre-operational self-tests again and was functioning real time. The unit heated up to the set temperature and functioned without any interruption or functional anomalies. It is possible that the disconnection of the temp probe harness made it appear as the unit was not heating since the temperature values were not displaying on the user interface. It is likely the customer opened the unit and the harness was disconnected. The complaint is confirmed. The investigation revealed the temperature probe harness was disconnected, which made it appear as the unit was not heating since the temperature values were not displaying on the user interface. Since the neptunes are 100% functionally tested during manufacturing assembly, it is unlikely that the failure was present at the time of release. A device history record review was performed with no evidence to suggest a manufacturing related issue. It appears the customer opened the unit and the harness was disconnected. Based upon the damage observed, it appears that intentional user error caused or contributed to this event. An in-service has been requested. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that the "unit will power on but will not heat up". No patient involvement reported.